Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Customer stated that the usb cable has to be manipulated in order to successfully charge. It was confirmed that the pump was able to be charged with a different usb cable. Customer reported blood glucose level was 130-140 (mg/dl). A replacement usb cable was sent to the customer.